Event description:
IV system containing vancomycin 1.0 gm in 250 ml normal saline should infuse over maximum time of 2 to 2.5 hrs. In this instance, the unit was to deliver 100 ml/hr. The outcome was that the infusion time was prolonged an extra 2 hrs. The solution was infused over 4 hrs instead of over 2 hrs. One gram was to be given every 24 hrs.